Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was asleep at home when he work up to a red heart alarm. The pt switched to the backup system controller, which was connected to his batteries. The pt had caught the driveline in a door and the outer jacket was torn in two places. 911 was called and the pt arrived to the hospital with more red heart alarms. Log files showed frequent speed drops and pump stoppages with no flow. X-rays were performed and the perfusionist was able to identify two areas externally from the x-ray. A percutaneous lead repair was performed on (B)(6) 2014. Upon connecting the pt to a pt cable, pump stops and red heart alarms occurred. Further evaluation showed that the damage is on the internal portion of the driveline. A pump exchange was completed on (B)(6) 2014.

Manufacturer narrative:
The pump was not returned for evaluation; however, the replaced portion of the percutaneous lead was received. Evaluation found breaches in the insulation of the brown and black wires at approximately 3 inches from the distal/metal end, and a breach in the orange wire insulation at approximately 5.5 inches from the metal/distal end. The breaches appeared to be due to mechanical damage that occurred when the patient caught the percutaneous lead in a door as reported. As a result of the breaches, the underlying wire conductors were exposed. The reported red heart alarms for low pump speed and pump stoppages would have occurred as a result of the breaches and the exposed conductors of the wire contacting the braided shielding. The alarms could also have resulted from the exposed conductors contacting each other or making simultaneous contact with the shielding while on battery power. A review of the device history records showed no deviations from manufacturing or quality assurance specifications for the pump and the system controllers. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. The lvad has not returned at this time. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: red heart alarm. When patient changes to battery the alarms stops. Patient had a external and internal drive line break. Pump exchange.